Event description:
It was reported that during an unknown procedure, part of the staples were missing when firing. Changed to another reload to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information:was there an incomplete staple line? Yes.were staples missing or fell out from the cartridge? Yes.

Manufacturer narrative:
(B)(4). Swing tab in unlocked position. The analysis results found that the device was received in good visual conditions and with a cartridge reload present. The reload was received with the two most proximal drivers up and the swing tab was found to be in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The device was tested for functionality and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.